Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the wire loop torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4068-25tr serial/batch number (B)(6) was received for investigation. Functional testing was not performed as the wire was broken. Visual inspection revealed that the nitinol wire was broken. The most likely reason for the reported and observed failure is an excessive force during use.